Event description:
Pt c/o of feeling of fullness on the right upper quadrant ridge of the right implant near the axilla. An MRI was performed on showed intracapsular rupture of the right breast. Bilateral capsulectomies and implant exchange was performed and explanted implants are noted to have silicone around each of implants but not gross disruption of the implant shell. The right implant has more free silicone around it than what the left implant does, but both of them have a coating of free silicone around them.